Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Health care professional reported via phone call that customer visited emergency room on unknown date due to failure of insulin pump. The blood glucose level of customer was unknown. It was unknown that customer was using the insulin pump system within 48 hours of reported incident. It was unknown that auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.